Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, the customer saw "frothy bubbles" near the end of the tubing and the luer lock area. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.